Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported false positive result. Negative unspecified lab test within 10 hours following positive result.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported false positive result. Negative unspecified lab test within 10 hours following positive result.

Manufacturer narrative:
Ae has been deselected after being inadvertently selected in initial report